Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00006336.

Event description:
It was reported that during a lead implant procedure on (B)(6) 2024, the patient experienced a cerebrospinal fluid (csf) leak. The physician performed a blood patch during the procedure. The patient experienced a headache following the procedure, and follow-up information received indicates the patient's symptoms have resolved. It is unknown which lead is at fault.